Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke at the cutting end. It was also reported that there was no medical intervention as a result of this event and the complainant is not aware of any adverse consequences. It was further report that there was a small delay to obtain a back-up bur and to remove the broken piece from the patient.

Manufacturer narrative:
Investigation results indicate that heavy marks were observed near the fracture area. These markings are consistent with where the bearings of the nose tube are located on the attachment. This would suggest that the fracture may have occurred due to a malfunction of the bearing component of the associated attachment (5407120950c s1515401543).

Event description:
It was reported that during a surgical procedure, the bur broke at the cutting end. It was also reported that there was no medical intervention as a result of this event and the complainant is not aware of any adverse consequences. It was further report that there was a small delay to obtain a back-up bur and to remove the broken piece from the patient.